Event description:
It was reported that the patient presented to the emergency room with nausea and vomiting and abdominal pain. The patient was diagnosed with worsening heart failure and bowel obstruction. Patient was hospitalized and treated with medication. It was further reported that diuresis and bowel rest with a nasogastric tube (ngt) obstruction resolved, and heart failure improved. The patient was discharged approximately one week later, and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw32424 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented to the emergency room with nausea and vomiting and abdominal pain. The patient was diagnosed with worsening heart failure and bowel obstruction. Patient was hospitalized and treated with medication. It was further reported that diuresis and bowel rest with a nasogastric tube (ngt) obstruction resolved, and heart failure improved. The patient was discharged approximately one week later. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.